Event description:
The account alleged that both head siderails would not stay latched. No injuries occurred.

Manufacturer narrative:
Hill-rom technician replaced the center arm assembly and the siderail functioned properly.